Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned gastrointestinal videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, nozzle had foreign objects. The investigator indicated the most likely cause of the foreign objects was not established. There was no patient involvement.